Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. In the early morning, customer¿s blood glucose value was 68mg/dl. Customer¿s blood glucose value at time of incident was 49 mg/dl and current blood glucose value was 58 mg/dl. Customer treated with food. Insulin pump will not be returned for analysis.